Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a screen failure. A field service engineer found that the station was stuck in a reboot loop. Windows updates had failed to install, and the system was attempting to revert the updates but became stuck in the process. The engineer re-imaged the hard drive, installed version 1.7.4 software, and completed the configuration. The station had four updates to download and install. Once completed, the eset package was pushed. The system was tested in the application and was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station kept getting stuck on a black screen. The issue started after the customer rebooted the station as part of their routine work. The customer rebooted the station twice, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.